Manufacturer narrative:
Assessment of the returned device indicates that the open end of the keyway of the revision inner shaft had been damaged to the extent that the keyway is out of specification and would therefore no longer be expected to fit into the outer cylinder of the in situ jts implant. It cannot be determined how the device became damaged but investigation indicates the damage has been caused to the keyway following release of the device.

Event description:
It was reported that the implant did not fit the patient, the jts inner piston supplied would not slide into the jts outer body. The surgeon felt that the anti-rotation groove was either too narrow or too shallow to fit with the anti-rotation pin in the outer body. This is a supplemental report to MFR report number 2004105610-2016-00112, ref: (B)(4).

Manufacturer narrative:
The implant did not fit so the original device was re-implanted and the patient needs to be operated on again. The date for the revision surgery is not yet known. The returned device remains under investigation at this time. Testing is ongoing to determine the root cause. A supplemental will be submitted on completion of the investigation.

Event description:
It was reported that the implant did not fit the patient, the jts inner piston supplied would not slide into the jts outer body. The surgeon felt that the anti-rotation groove was either too narrow or too shallow to fit with the anti-rotation pin in the outer body. (B)(4).